Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with insulin pump. Customer stated that the insulin pump was not working properly. The customer also stated that they did allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. Device received with normal operating currents. Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomalies noted during testing. Device functioning properly. (B)(4).